Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up. An interrogation of the implantable cardioverter defibrillator (ICD) found that the device was in backup operation due to power on reset (por). High voltage therapy was disabled during backup. A device restoration was successfully performed. There were no patient symptoms reported.